Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that there was a problem with the touchscreen of the device; there was a deviation between the stylus touch-pen and the cursor on the display screen of the device; calibration did not resolve the issue. It was also noted that there were errors found in the software history. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that there was a problem with the touch screen of the programmer. The programmer has been returned for repair. No patient complications have been reported as a result of this event.